Manufacturer narrative:
This report is filed, may 13, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed meningitis post cochlear implantation. On (B)(6) 2010, the patient was treated with oral antibiotics (duration not reported. The implanted device remains.